Event description:
When positioning the probe inside the liver in the patient tumor, it was hard to see the probe; then the physician try in several attempts to reposition it. As no distal movement of the probe could be seen under CT, decision was made to retract and pull back the needle from the patient to check it. Once outside, it was noticed that the distal tine was broken and remains in patient liver. Decision to send the patient to surgery was taken. Rf procedure was cancelled.